Event description:
It was reported that the impactor pad broke during impacting. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). No devices were received; therefore, the condition of the components is unknown. Photographs provided shows that the impactor pad is fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.